Event description:
Caller indicated the glucocard vital meter was giving low readings. This morning the nurse took a reading on patient and got a ¿lo¿ so patient was given glucagon. Patient was not feeling well and was sweaty. The facility called 911, paramedics arrived and took her glucose reading, which was 486 and she was taken to the hospital. The nurse did a control solution test after the patient reading and the high level control solution was out of range at a reading of 367 (range 233-290). The normal level control solution read in range. They didn¿t want to provide patients information and they will not be sending meter back as they are keeping it until they go through the health service department. They said they store products in the med cart and use alcohol pads to clean. Replacing product.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.